Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that since the fall, the patient had experienced a loss of relief of urinary symptoms. On (B)(6) 2017, interrogation resulted in high impedance and on (B)(6) 2017, it showed the impedance all wnl. It was noted that the event was possibly related to the device or therapy, not related to the implant procedure, and not due to programming; the final programming date and time for most recent interrogation prior to the event was (B)(6) 2016. Diagnostics performed found high impedance of greater than 4000. The device diagnosis was high impedance and the clinical diagnosis was a loss of relief of urinary symptoms. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had a fall and fell on the hip that had their ins, resulting in a loss of relief of symptoms, and clinic appointment. Imaging was done which showed the neurostimulator was in place; the device was interrogated and the amplitude of programs 2, 3, and 4 were increased and reprogrammed with a full evaluation of all 16 electrode combinations. It was noted that the event was not related to the device or therapy, not related to the implant procedure, and due to a fall; however, it was reported that the event resulted in in-patient hospitalization, emergency room visit, and unscheduled clinic or office visit. It was noted that the event was ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the outcome of the event was resolved without sequelae as of (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that it was unknown if/how the fall affected the device/system, and the cause of the high impedance greater than 4000 was not known. Reprogramming was conducted on 06-nov-2017 to resolve the patient¿s loss of symptom relief and high impedances greater than 4000. No further complications were reported/anticipated.